Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was discovered to be in the off mode. During the device check, it was noted that tachy therapy had been turned off with a magnet in february of this year. The change tachy mode with magnet feature was programmed on. It is not known how or by whom the mode was changed. The patient had presented to the hospital after he tripped and fell, hurting his knee. The patient did not report feeling light headed or dizzy when he fell.